Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured posterior communicating artery aneurysm of the internal carotid artery with a max diameter of 14mm and a 7mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the surgeon used a axium coil to embolize the aneurysm, but the coil could not be detached. The surgeon then replaced it with another coil of the same model, which successfully embolized and detached. The reported device and any accessory devices were prepared as

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition- the axium device was returned within a shipping box, within a sealed plastic biohazard pouch, within an opened axium inner pouch, within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the axium pusher was found broken distal to the break indicator with the release wire also broken at the same location . The proximal segment (including the actuator interface, positive load indicator and break indicator) was not returned for analysis. The pusher was found bent at ~89.2cm and ~66.4cm from the proximal end. The axium implant coil was still attached to the pusher . Dried blood was found within the introducer sheath and on the implant coil . Once removed from within the introducer sheath, the ptfe shrink tubing was found damaged/broken . The coin was found still against the lumen stop. Blood was found within the shrink tubing and within the lumen stop (figure h). Once the blood was dissolved, the coin was found broken and stuck within the lumen stop . The stuck coin was removed using a tweezer against resistance, detaching the implant. The lumen stop was found damaged testing/analysis ¿ the distal coin segment was lost during the extraction due to its small size and could not be measured. The lumen stop inner diameter could not be measured due to the damaged condition. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. The cause of the non-detachment was found to be due to the coin stuck within the lumen stop. The lumen stop was found damaged, further indicating that the coin was jammed within the inner diameter of the lumen stop, preventing the implant from detaching. Dried blood was found within the lumen stop, potentially contributing to the coin/release wire failing to retract out of the lumen stop. It is not known the level of blood coagulation during the procedure. The release wire (proximal) and the coin were found broken. It is likely the coin/release wire broke due to the attempt to retract the release wire while the distal release wire and coin were stuck within the lumen stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the reported non-detachment could not be determined. No attempts were made to detach the coil using the instant detacher, while two attempts were made using the manual method. The instant detacher lot number was not available. Prior to the coil non-detachment, no issues were encountered, and the procedure was reported to have gone smoothly. Manual detachment was ultimately performed, during which the surgeon broke the detachment point and observed that the pushwire appeared damaged after removal.